Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2021). H11: b5, h1, h6 (patient). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that post placement through right jugular vein the catheter allegedly damaged. It was further reported that the catheter allegedly migrated. The procedure was completed using another device. Patient current status is unknown.

Event description:
It was reported that post placement through right jugular vein the catheter allegedly damaged. It was further reported that the catheter allegedly migrated. The procedure was completed using another device. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The investigation is inconclusive for the reported fracture and migration issues, as no fracture was evident in the provided photo. The investigation is confirmed for the identified catheter deformation and opacification issues, as the catheter was noted to be opacified and deformed in the extension legs. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021) . H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that post catheter placement, the catheter allegedly damaged. There was no reported patient injury.